Manufacturer narrative:
Sections a and d: specific patient information and device serial number are documented as unknown. Details are listed in the attached article. Device was implanted at time of event. Department of cardiology, aarhus university hospital, palle juul-jensens blvd 99, 8200 aarhus n, denmark. E-mail address: bbl@skejby.rm.dk. Moradi, r., kristensen, j., & løgstrup, b. B. (2024). Ventricular arrhythmia after left ventricular assist device implantation and suggestions for implantable cardioverter-defibrillator settings. Heart rhythm case reports, 10, 903¿906. Https://doi.org/10.1016/j.hrcr.2024.08.026. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported through the research article, ¿ventricular arrhythmia after left ventricular assist device implantation and suggestions for implantable cardioverter defibrillator settings¿, a case study involving one patient that a patient with advanced heart failure had recently undergone implantation of a heartmate 3 left ventricular assist device (lvad) experienced an episode of ventricular fibrillation (vf) on postoperative day 6. Despite the vf, the patient remained conscious and hemodynamically stable due to lvad support, exhibiting a doppler-derived mean arterial pressure of approximately 70¿mmhg and only transient low-flow alarms. After approximately 28 minutes of sustained vf, direct current cardioversion was performed using the patient¿s pre-existing intracardiac defibrillator (ICD), successfully restoring paced rhythm. Post-conversion lvad parameters and right ventricular function improved, and no electrolyte abnormalities were identified. The patient recovered without further arrhythmias during hospitalization and was discharged with an activated cardiac resynchronization therapy defibrillator (crt-d) and antiarrhythmic therapy. The case highlights that ventricular arrhythmias can occur following lvad implantation but may be hemodynamically tolerated due to continuous-flow support. The authors emphasize the importance of optimized ICD programming¿including extended detection intervals and increased antitachycardia pacing attempts¿to reduce unnecessary ICD shocks in lvad patients.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. The reported low flow alarms could not be confirmed as log files were not provided. The patient remained ongoing until 08jan2023 when they were transplanted. The pump was not returned for evaluation. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 left ventricle assist system (lvas) instructions for use (IFU), revision, rev. B is currently available. Section 1 of the IFU lists arrhythmia and right heart failure as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. Section 1 also provides an explanation of each of the pump parameters, including pump flow. Section 4, ¿heartmate touch¿ communication system¿ explains that the low flow hazard alarm occurs when pump flow is less than 2.5 lpm. A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Changes in patient conditions can result in low flow. Section 6 "patient care and management" (under "right heart failure") discusses the potential development of right heart failure following implant and outlines the associated treatment options, including inotropes and right ventricular assist device (rvad) placement. Section 6 (under caution!) States: "right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the lvas due to reduced filling of the pump." Section 7, ¿alarms and troubleshooting,¿ explains system alarms and the recommended actions associated with them. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.